Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed cysts under the vibration box of the electrode belt. The patient used antibiotic cream on his cyst. The patient's doctor advised the patient to keep the area clean. There is no indication of a device malfunction related to the rash. The patient's medical condition improved..